Manufacturer narrative:
(B)(4). Photographic evidence three intra-operative photos were provided: picture one, shows tissue with staples over the cut line. Picture two and three, shows what appears to be the same tissue with unformed staples present. Several staples can also be seen, this staples appear to be fully formed and with a proper shape. Based on the photos alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause.

Manufacturer narrative:
(B)(4). Batch # n54g88. The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that the doctor was performing a laparoscopic sleeve gastrectomy, using the gst60t reloads with the plee60a endocutter with seam guard buttressing material and inadvertently inserted an ecr60t reload into the endocutter. When the doctor fired the ecr60t reload on the patient, the cutter cut the stomach and most of the staples deployed across the incision but did not form properly. Some were goal post in shape. The doctor removed the endocutter with the black reload from the patient, over sewed the entire cut line with suture and used a second endocutter with gst60 reloads to complete the procedure with no consequence to the patient. A leak test was performed on the patient at the conclusion of the procedure and there were no leaks from the staple lines.